Event description:
Elderly female with history of sever aortic stenosis. While having a transcatheter aortic valve replacement procedure, the angioseal collagen plug malfunctioned prior to the delivery. They were inserting it into the sheath when they noticed the collagen was already exposed. Device removed, no known harm to patient.